Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 491590, expiration date 07/31/2014). Reference medwatch report with (B)(6) for the suspect device used in the mobile system. Device will not be returned to manufacturer

Event description:
Customer received results of 19 mg/dl and 208 mg/dl on the mobile system, and a result of 147 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer did not return the test strips; replacement was sent.